Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event while using the ilet system, treated it with four glucose tablets, and subsequently had a blood glucose of 93 mg/dl; the user had eaten a peanut butter and bread snack before bed, observed a glucose rise, and expressed concern that the pump was not working, while the device delivered correction leading to a gradual glucose decline. Symptoms included hypoglycemia. Outcomes included correction with oral glucose and no further medical intervention. Investigation included troubleshooting and education provided to the user. Investigation of this case revealed no confirmed device malfunction, with device behavior consistent with automated correction following a postprandial spike and subsequent glucose decline. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.